Event description:
This report summarizes one malfunction. The information reviewed indicted that a g2 filter vena cava filter allegedly experienced detachment of device or device component and patient device interaction problem. This report was received from one source. The malfunction involved a patient with no known impact to the patient. The 28 year old female patient weight was not provided.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review was not performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation is confirmed for filter limb detachment; however, the investigation is inconclusive for perforation of the inferior vena cava. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicted that a g2 filter vena cava filter allegedly experienced detachment of device or device component and patient device interaction problem. This report was received from one source. Age, weight, and gender were not provided for the patient. There was no reported patient injury.